Event description:
It was reported that (1) device was used during a lung procedure. It was reported by the affiliate that the tx60g was being used on the parenchyma of the lung and the instrument misfired. The staples did not form the b-shape, but remained the c-shape. Some of the staples went into chest cavity unformed and some stayed in the instrument unformed. The tissue fell apart and was oozing. The surgeon hand sewed to close. The patient lost 300cc of blood and there were no patient complications. The procedure was extended by 15 minutes. No further consequence to the patient.